Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the patient¿s custom patient specific implant polyetheretherketone (psi peek) implant was uneventfully placed by surgeon. Patient was discharged to the post-anesthesia care unit (pacu). The patient returned to operating room with increased intracranial pressure and implant was removed. The procedure was completed successfully. There were no reports of a surgical delay this report is 6 of 19 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.